Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a calcoding issue. The patient claimed that she was unable to code the reported meter. She indicated that the alleged meter issue started on the same day, at 9:30 am. As a result of the alleged issue, the patient reportedly administered self-care by consuming more food/drink. Around 1:00 pm that same day, the patient claimed that she developed unspecified symptoms of feeling low. The patient denied receiving medical treatment. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what specific symptoms the patient had, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient ate breakfast or lunch on the day of the event, what her last blood glucose reading was before the alleged meter issue began, and when the last result was obtained. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed unidentified symptoms of hypoglycemia about three and a half hours after the alleged meter issue began. It is not clear as to what specific symptoms she had.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.